Event description:
It was reported that the patient experienced recurring incontinence due to urethral atrophy with an artificial urinary sphincter (aus). The aus remains implanted and a new aus cuff was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.